Manufacturer narrative:
Added: h2 (type of follow-up), h5 (labeled for single use). Updated: g3 (date received by manufacturer), g6 (type of report), h6 (investigation findings, investigation conclusions). It was further informed that the device was not available for evaluation since it was retained at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Based on further engineering investigation, as part of the manufacturing process all of the units go through multiple inspection process performed from tip/balloons inspections processes. No product malfunction was identified; therefore a product non-conformance or device failure was unable to be be confirmed. A review of the IFU confirmed that detailed instructions and precautions are provided to address risks such as looping, kinking, or knotting during catheter insertion and advancement. Based on the available information, the reported entrapment is considered a procedural complication. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics were unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this swan-ganz catheter was entrapped. It required removal in the cath lab. This procedure was done at the same time as another procedure. There was no allegation of patient injury. The device was not available for evaluation since it was not retained by the hospital.